Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient and her husband reported that her previous implant battery was a non-rechargeable battery and it developed a problem and died after 5 months so they replaced it recently with a rechargeable one. No symptoms were reported. No further complications were reported or anticipated with this event.